Manufacturer narrative:
This follow up report is being submitted to relay additional and corrected information. The following sections are being reported: b5: there is no report of patient injury or delay in procedure. D4: 31 dec 2021. D6: (B)(6) 2018. D7: (B)(6) 2018. D8: correction: no. G4: 22 mar 2019. G7: follow up. H1: malfunction. H2: correction, additional information, device evaluation. H3: yes, evaluation summary attached. H4: 22 dec 2016. S6: methond, results, conclusion codes. H8: correction: initial use of the device. H10: manufacturer narrative and corrected data. The reported implant was received along with a fixture mount engaged into the drive feature and a cover screw. Visual inspection of the returned products identified signs of usage around the implant threads and the mount. Visual comparison of the implant with the device drawing verified that the implant was consistent with the design and within all required specifications. There were no manufacturing deviations with the implant. , the mount could not be disengaged from the implant drive feature during functional testing. The reported condition of a fixture that would not disengage from the implant was confirmed. A device history record (DHR) review was completed for the reported device item and lot. No discrepancies were found. A complaint history review was completed for the reported device lot. No other reported complaints with similar incidents were found. A definitive root cause could not be determined. Probable causes for the reported event include customer error due to excessive insertion torque. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mount would not disengage from the implant at tooth location #3. Another implant was placed during the same surgery. There is not report of patient injury or delay in procedure.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Reporter's last name not provided/unknown. (B)(4).

Event description:
It was reported that the mount would not disengage from the implant (B)(4). Another implant was placed during the same surgery. Tooth location 3.